Manufacturer narrative:
Correction: age, other relevant history.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the liberty select cycler and the patient¿s death. However, based on the available information, it is unknown if the patient was in a pd treatment with the cycler when the patient expired. To date, there have been no reported allegations of a cycler malfunction that caused or contributed to the patient¿s death. It is well published that patients with esrd on dialysis have a higher mortality rate than the general population. Currently, the cause of death remains unknown and the esrd death form is not available. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A home therapy program manager reported that the patient was connected to the cycler and the patient passed away. Upon follow-up, the clinic manager reported the patient was found deceased by a patient contact on (B)(6) 2019. However, the date of death is unknown. The patient contact reported the patient was connected to the cycler; however, it cannot be confirmed of the patient was in an actual treatment. The clinic manger stated they received the patient¿s cycler in the clinic and when turned on, they reviewed the treatment details. The last treatment recorded on the cycler was (B)(6) 2019. The clinic manager stated the cycler did not record any alarms during this treatment and the patient had a total treatment of 9 hour and 14 minutes. The recorded blood pressure in the morning of (B)(6) 2019 was 127/81. The clinic manager stated the patient does 4 fills of 2600 ml 1.5% delflex solution, dwell of 2 hours and 23 minutes with a last fill of 2100. Per treatment details on the cycler, the patient did receive last fill of 2100 ml on (B)(6) 2019. The clinic manager stated the iq drive did not capture this treatment data on (B)(6) 2019; therefore, they do not have a treatment sheet for (B)(6) 2019 available. Additionally, the clinic manager stated the family does not want an autopsy and the esrd death form is currently not available. The clinic manager confirmed the cycler was picked up from the clinic and is being sent to the manufacturer. However, the cycler has not been received by the manufacturer to date. The cause of death is currently unknown.